Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect as described in the eversense user guide. The patient mentioned having a history of sensitive skin. Patient used atopic skin cream on the area. The patient additionally consulted the hcp who prescribed fucidine antibiotic cream. It is unknown if the patient is still using the system, but the patient mentioned that she was no longer using the adhesive patches and the symptoms were improving after applying the antibiotic cream. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the patient experienced allergic reaction to white adhesive patches. The symptoms first appeared around on (B)(6) 2026. The patient consulted hcp who prescribed fucidine antibiotic ointment.